Event description:
The customer was found very disoriented and foaming from their mouth with their eyes rolled back in their head at 8am. Their blood glucose was taken and the result was 53mg/dl. The customer was given a sugar water mixture. Paramedics were called and pt was taken into the hosp. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.